Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that one day after implant, the patient presented with diaphragmatic stimulation. It was found that the ventricular lead had perforated the myocardium, the sensing was low, and the impedance and thresholds were high. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.